Event description:
It was reported that the customer experienced keypad issues on the insulin pump. The customer stated that the keypad worked sometimes but not always. The customer explained that, initially, the issue was with the up and down buttons but the other buttons began to work intermittently as well. The customer's blood glucose was unknown. Troubleshooting was done. The customer did not recall any significant events leading to the keypad issues. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with no act button response due to flattened button dome switch. The insulin pump was unable to perform the displacement test due to no button response. The insulin pump received with cracked reservoir tube lip, minor scratches on lcd window, and scratched reservoir tube window.